Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient's mother to shut down the receiver when signal loss appears. Patient's mother was also advised to turn the bluetooth off and on the smart device, forget all devices in the bluetooth setting and close other applications. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(4) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.